Manufacturer narrative:
The recipient reportedly continues to experience a cerebrospinal fluid (csf) leak. The recipient is being managed by medication and medical check ups. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's cerebrospinal fluid (csf) leak resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an acoustic neuroma during initial implant surgery which was resected. The recipient was released from the hospital on (B)(6) 2020. The recipient was readmitted on (B)(6) 2020 due to a csf leak which was resolved. The recipient was released once again on (B)(6) 2020.

Manufacturer narrative:
The recipient has reportedly been taking a prescription for the cerebrospinal fluid (csf) leak. The audiologist noted that the recipient's csf leak seems to be resolving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.